Manufacturer narrative:
Model number/catalog number: sc-2158-50. Serial number: (B)(4). Batch/lot number: 20749337. Model/catalog description: linear lead kit 50 cm.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein a lead was added.